Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was deployed and was jammed onto the bushing. The clip prongs were not locked into the capsule and the over sheath assembly was not returned with the device. A kink was noticed in the control wire and coil. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the over sheath was bent and the clip was difficult to advance out of the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip assembly mashed onto the bushing; therefore, this is now an MDR reportable event.